Event description:
It was reported that during the procedure to treat a de novo lesion in the left internal mammary artery vein graft to the left anterior descending artery, an emboshield nav6 embolic protection device was prepped and loaded into the delivery catheter. The delivery catheter was then advanced through introducer sheath and the copilot rotating hemostatic valve. After advancing the emboshield delivery catheter through the introducer sheath, resistance between the introducer sheath and the emboshield delivery catheter was noted. A small section of the delivery catheter was noted to be separated into several small pieces outside the patient anatomy. The physician stopped the procedure and withdrew the emboshield delivery catheter from the patient anatomy. The physician changed the rotating hemostatic valve and the guiding catheter and used a new non-abbott embolic protection device. There were no adverse patient effects and there was no clinically significant delay in the procedure due to the difficulty with the emboshield nav6. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: a review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for damaged or separated delivery catheters. Scanning electron microscopy analysis was performed on the shards of material and the results revealed features suggesting crazing and crack formation initiating along the inner surface of the broken tubing. Smooth elliptically shaped regions with cleavage steps were mixed with regions ductility. Energy dispersive x-ray analysis (eds) was also performed in the origin and propagation of the fractures. No significant differences were observed between the cracked portions and the non-cracked portions of the delivery catheter material. Further investigation was performed which indicated there is no evidence that this defect is due to a manufacturing deficiency; rather, the defect may be due to unidentified environmental conditions. There is no indication of mechanical damage or chemical interaction that could have cause the material degradation. As the defect could not be confirmed to be manufacturing related, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper. Guide cath: mdt al 2 sh 6fr. Sheath: terumo 6 fr. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.